Manufacturer narrative:
This product is not available for analysis. Additional information will be provided within 30 days of receipt.

Event description:
The patient was treated in the study with a precise stent to the left internal carotid artery. Post procedure, while the patient was in recovery, he had difficulty swallowing and weakness. A stroke alert was called and CT scan was done. The CT scan was negative for a stroke. The patient totally recovered, and it was felt by the neurologist that the event was related to hypotension. The following day (2007), that patient experienced intermittent confusion and had swallowing problems, which prolonged hospitalization. Two days later, that patient was alert and moving all extremities. The patient stated that his swallowing improved. The patient was discharged to a short-term rehabilitation center. The patient was then readmitted for altered mental status and deterioration. The etiology of this event is unknown. The patient was discharge home from hospital with hospice care. The patient expired a month later. The patient cause of death is not known at this time. There were no problems experienced with the angioguard.